Event description:
Staples fell out immediately following transfer to the sterile field, prior to use; it never got into the hands of the surgeon. It was never used on the patient.manufacturer response for stapler, (brand not provided) (per site reporter).======================took description of incident, issued rga# and sent return kit; will send replacement product.